Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance when attempting to push down on the syringe plunger to fill the cartridge. The customer's blood glucose was not impacted. Reportedly, the customer was to change out the syringe and needle; however, declined to remain on the phone with tandem technical support to complete this step. The customer declined follow up to confirm that the fill resistance had been resolved.